Manufacturer narrative:
Report confirmed. Eval determined that the attachment's footed portion was damaged by tool contact. It was also noted that the internal tube bearing had failed, the color band was faded and the etching was illegible. It was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff".

Event description:
Device returned for non-specified repair. No pt impact reported. Repair request escalated to complaint on eval due to attachment footed-foot missing. On f/u, it was noted that this was identified during set-up and it was confirmed that there was no pt impact.